Event description:
It was reported that this insertable cardiac monitor (icm) device migrated out of this patient, via the surgical incision, during their sleep. The boston scientific field representative discussed that this patient had a history of significant reactions to surgical glue; therefore, the surgical incision was closed using steri strips instead. When the outer dressing was removed from the patient, the steri strips were loosened and this icm device migrated. A new icm device was subsequently implanted in this patient and the incision was closed using a stitch. No additional adverse patient effects were reported. This icm device is not available for return.